Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician deployed an angio-seal in the patient after a diagnostic peripheral angiogram using a 6fr sheath. The patient left the lab and was taken to their room. Thirty-six hours later the patient was found to have a hematoma in their thigh below the access site. The patient was brought back to the lab and a covered stent was placed in the common femoral artery (cfa). The estimated blood loss was less than 250cc. Additional information was received on 06aug2025: a 6fr sheath was used. There were no difficulties. Access was obtained using ultrasound (us) guidance and a single anterior wall stick was used. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved when deployed. A pre deployment angiogram was performed and showed no disease, appropriate access level and appropriate vessel size. The patient was reported as being intubated and in renal failure, she was stable prior to the procedure. The hematoma was reported to extend from the access site at the common femoral artery (cfa) to just a few inches above the knee. The patient did not have a bleeding disorder. The patient was not on blood thinning medication. Ultrasound (us) guidance was used during access and no posterior was puncture was noted. The patient had a diagnostic peripheral angiogram only. No heparin was given for this procedure. The doctor routinely administers heparin after the contralateral sheath in placed and since this was a diagnostic he would not have given any heparin.